Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for evaluation due to the patient's increased lactate dehydrogenase (ldh). It was also noted that there were a few low speed advisories that occurred when the speed dropped to 4700 rpm during a ramp study. A review of the event log confirmed a few strings of low speed advisory alarms had occurred on (B)(6) 2024 when the pump set speed momentarily lowered below the low set limit. There were no other unusual events seen within the log files.

Manufacturer narrative:
Section a: patient initials corrected. Patient information was requested but nor provided. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained relevant events from the reported event date, 02apr2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including hemolysis. Section 4 of the IFU, ¿system monitor¿, states that if the fixed speed has been set 200 rpm or more below the low speed limit, a low speed advisory alarm appears. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.